Event description:
It was reported that a atb35 was used during an unk procedure. It was reported by the affiliate that the instrument jammed during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.